Manufacturer narrative:
Associated mdrs: patient 1 (2027969-2021-00008) and patient 3 (2027969-2021-00043). Product will not be returned. Results pending the completion of the investigation.

Event description:
On (B)(6) 2021 the distributor provided information from a customer alleging numerous false positives on one lot, hcgg0092069, when using the hcg combo urine serum test. Case number (B)(4) was documented to capture the initial report. The customer did not provide further information when requested. On (B)(6) 2021 the distributor offered clarification from the customer, specifically that there were 3 patients involved and the dates of the occurrences. Additional cases were opened to document each patient. No report of an adverse event, no injury nor death. Although requested, no further information has been provided. Please see associated mdrs for patient 1 on (B)(6) 2021 (2027969-2021-00008) and patient 3 on (B)(6) 2021 (2027969-2021-00043).

Manufacturer narrative:
D9: changed to yes, returned (B)(6) 2021. H3: changed to yes. Investigation conclusion: retained and returned devices from the reported lot number were tested with hcg-negative clinical urine samples. The results were read at 3 and 4 minutes and all devices yielded the expected negative results. Retained and returned devices were also tested with hcg-negative clinical serum samples. The results were read at 5 and 6 minutes and all devices yielded the expected negative results. No false positive results were observed during in-house testing. The case details were reviewed along with the complaint history for the reported issue and no indications of a systemic issue were identified. Manufacturing batch record review did not uncover any relevant non-conformances and found that the lot met quality control specifications. Review of the risk management report for this product found that the reported issue is within the risk profile for this device; no new hazard has been identified. No information regarding technique, storage, or handling could be obtained. A root cause could not be determined from the available information as the reported issue was not replicated during testing of either retention or returned product. Complaints are tracked and trended on a monthly basis. Per the package insert, this test provides a presumptive diagnosis for pregnancy. A confirmed pregnancy diagnosis should only be made by a physician after all clinical and laboratory findings have been evaluated.